Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was over 400 mg/dl. The customer was advised to change the entire infusion set. She stated that insulin was squirting out during the prime process. Upon troubleshooting, the insulin pump was found to be working as designed. The caller was advised that the alarm may have been caused by a possible insertion site, infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.